Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2108-70m, serial#: (B)(4), description: scs lead kit, phase 2 sterile package. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that a patient was explanted due to infection in the spinal canal. The patient's symptoms were redness and a high white blood cell count. The infection was attributed to another procedure that was not device related. The patient was given intravenous antibiotics prior to the procedure and was prescribed oral antibiotics following the procedure. The patient was monitored at the hospital and is reportedly doing well.